Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a channel error. No patient involvement.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to broken op1 which caused 242.4030 error. Verified lvp keypad recall not affected. A review of the device history record for sn: (B)(6) was performed from date of manufacture 07/10/2017 to present date 11/02/2020, and confirmed that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a channel error. No patient involvement.

Event description:
It was reported that the device had a channel error. No patient involvement.